Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pediatric pt is a subject in a clinical trial sponsored by a pharmaceutical firm. On (B)(4)2010, study investigator informed dexcom that pt experienced a broken sensor wire five days after insertion. Pt had no injuries, and no medical intervention was required.